Manufacturer narrative:
The returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2cm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The reported information indicates the device was inflated to 8 atmospheres; therefore, there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.